Event description:
It was reported that the patient was having chest pain since the atrial lead was placed which was two days ago. The physician feared there was a micro perforation. The atrial lead was repositioned and the patient reported that the pain was gone. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.